Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during shoulder replacement surgery, a piece of one (1) glenoid reamer driver broke intraoperatively. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Additional information:the associated device was returned and evaluated. Visual evaluation of the glenoid reamer driver found that the prongs on the reusable instrument were bent/damaged. Additionally, part of the glenoid reamer driver tip was sheared off. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Potential root causes are over-torquing while under power, improper assembly, or a combination of over-torquing and improper assembly. The glenoid reamer driver is a reusable instrument expected to be used across multiple surgeries. The glenoid reamer driver is part of the glenoid reamer assembly used to core or cut out a portion of the bone to prepare the bone for implantation. The instrument is reusable and subjected to significant grinding forces during use. It¿s possible that if they do not mate together inside the handle properly, this would cause the star bit of the driver to spin. The glenoid reamer driver and reamer bit are supposed to engage, and the driver side put to power to drive the reamer bit. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.